Manufacturer narrative:
(B)(4). The reported issue was confirmed over the phone. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low ultrafiltration alarm during drain 5 of 5 on the homechoice machine (hc). The home patient(hp) stated they have a current drain volume of 4500ml and cycle ultrafiltration of 1512ml. The technical service representative (tsr) assisted the hp to review programming. The fill volume was 2300ml, last fill volume of 0ml, and total ultrafiltration of 1700ml. The hp stated he is using 2.5% bags. The tsr explained the display and assisted the hp to end therapy. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.